Manufacturer narrative:
This lead has been returned. Analysis was not completed due to the reported observations received from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to dislodgement. No additional adverse patient effects were reported.